Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. No unexpected pump reset anomaly noted. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error and the numbers were scrolling. Customer stated that they replaced the batteries and were prompted to reset the time and date. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.